Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump failed high pressure test. It was reported that the customer had high blood glucose of 420 mg/dl. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The insulin pump had scratched case and a pillowing keypad overlay.